Event description:
Country: (B)(6). Bad fixation of needle.

Manufacturer narrative:
Samples received: 25 unopened racepacks and 3 opened. Analysis and results: there are two previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have detected that product of this code-batch that was returned from a recall in the past was supplied to end customers again. We have received 25 closed samples and 3 open samples with the needle detached from the thread. We have tested the needle attachment of the closed samples received and the results do not fulfil the requirements of the european pharmacopoeia (ep). Final conclusion: we conclude that the complaint is confirmed. Corrective/preventive actions: we have opened a corrective/preventive action in the system in order to avoid that this issue happens again: ak201518446.